Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 at 2:30am. The death was reported to be cardiac related. The patient's wife indicated that the patient was not wearing the device at the time of passing as the device was removed after gel was deployed and the patient was treated. Review of the download data indicates that the patient's rhythm was in a sinus rhythm/sinus tachycardia from 90bpm to 130bpm before it degraded to vt from 140 to 200 bpm at 09:15:30 pm on (B)(6) 2018. The device detected the vt at 09:17:09 pm and 09:17:30 pm. The varying rate of the arrhythmia, varying amplitudes, and motion artifact prevented the device from delivering a treatment. The device again detected the vt at 09:18:27pm. The ECG showed vt at 220 bpm. Gel was released but the electrode belt was disconnected at 09:18:56 pm before a treatment could be delivered. The patient's wife reported that the patient passed away several hours later. The patient's condition following this event leading up to the reported time of passing is unknown.